Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was on her way home when she started to feel ¿dark and cold,¿ even banged up on her knee. She was able to reach home and her husband called the emergency medical service. While waiting at home she was still conscious, and she self-treated herself with some juice. The paramedics arrived and they recommended taking her to the hospital, but her husband chose to drive her there instead. At that time, the patient was still shaking and feeling cold. At the hospital, the cgm was still inaccurate; neither bg nor cgm values were reported, the cgm reading was much higher than the bg reading. At the hospital, the patient was treated with glucose and magnesium and stayed there overnight. In addition, she was given tetanus shot to address her knees getting scraped up when she was crawling. The next day, she felt better and was discharged. At the time of the follow-up, the patient recovered. At an unspecified time of the event the cgm reading was 59 mg/dl and the bg reading was 209 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.